Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display showed vertical and horizontal lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, stress testing, and internal inspection without duplicating the malfunction. The customer declined repair of the device, therefore the device was labeled not for clinical use and returned to the customer. No trend is associated with reports of this type.